Manufacturer narrative:
Please note that this event was previously reported under manufacturing report number 9616099-2016-00253. However, the previous complaint handling database under which the report was submitted is no longer available and no further reports can be forthcoming under the previous report number.  The device was returned for analysis and therefore the return date is being submitted under this new database as an initial report.      The device was returned but the engineering report is pending.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the affiliate, a si 9f11cm brite tip sheath introducer had a hair in contact within the package. Photographs were provided showing images of a strand of hair (foreign material) that appears to be within the package as described. The hair was noted during initial receipt of the product. The device had not been stored. It was immediately segregated in a quarantine closet and locked into the system to not use. The device will be returned for analysis.

Manufacturer narrative:
As reported by the affiliate, a 9f 11cm brite tip sheath introducer had a hair in contact within the package. Photographs were provided showing images of a strand of hair (foreign material) that appears to be within the package as described. The hair was noted during initial receipt of the product. The device had not been stored. It was immediately segregated in a quarantine closet and locked into the system to not use.  A package of a sheath introducer (labeled as catalog 401911m; lot 17315399) was received containing a sterile unit of a 9f brite tip sheath 11cm in its original properly sealed inner tray. Per visual analysis, a foreign material (strand of hair) was observed trapped/in contact within the package. Also, a piece of grey tape attached to the tray of the unit and a couple brownish color stains on the lid on back of package were observed. No other anomalies were noted on the received device. A meeting was held with pet, the device was reviewed and it was determined to send the unit to analytical lab to perform ftir to determine what is the contamination made of. Per analytical test results, the identification of the material was based on peak assignments and reference comparison. Representative spectrum of human hair was obtained for the analyzed sample. Based on this data, it is suggested that this material has a biological composition similar to the one shown by human hair. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The event reported by the customer as ¿packaging/ pouch/box-foreign material - in sterile package¿ was confirmed. The ftir results confirmed the foreign mater found during analysis to be that of human hair. The exact cause of the foreign material found on the received package of the sheath introducer could not be conclusively determined during the analysis. According to the product instruction for use, users should not use the product if it is opened or damaged as was done in this case. A risk assessment has been initiated to evaluate this issue.